Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure perfomed: open reduction internal fixation (orif) of rib thoracoscopy. Event description: trocar snapped in half. It was a clean break, nothing was left in the patient. No patient injury. The product is available for return. Additional information received from (B)(6) via email on 22aug2024: the device was replaced with a new ctf73 during the case. The procedure being performed was an open reduction internal fixation (orif) of rib thoracoscopy. The break occurred at the shaft of the trocar. The break was identified during the case. The break did not cause particulation. The trocar was not used with a robot. The lot number is 1519892. Intervention: the device was replaced with a new ctf73 during the case. Patient status: no patient injury.

Event description:
Procedure perfomed: open reduction internal fixation (orif) of rib thoracoscopy. Event description: trocar snapped in half. It was a clean break, nothing was left in the patient. No patient injury. The product is available for return. Additional information received from applied medical representative via email on 22aug2024: the device was replaced with a new ctf73 during the case. The procedure being performed was an open reduction internal fixation (orif) of rib thoracoscopy. The break occurred at the shaft of the trocar. The break was identified during the case. The break did not cause particulation. The trocar was not used with a robot. The lot number is 1519892. Additional information received from applied medical representative via email on 11sep2024: a grasper was in the trocar when it broke. Surgeon moved the trocar against the rib cage which applied pressure to the trocar before breaking. Surgeon inserted trocar properly by rotating in alternating clockwise and counterclockwise. There was no difficulty during insertion. Intervention: the device was replaced with a new ctf73 during the case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula shaft fracture. The wall thickness of the cannula shaft near the fracture was measured and did not meet specification. Based on the condition of the returned unit, it is likely that the reported event was due to uneven wall thickness of the cannula which could cause the cannula to be more susceptible to fracture when force was applied during the procedure. A historical trend analysis and review of production records was performed and no trends were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.